Event description:
During a literature search, atricure determined a patient experienced an adverse event which may have been caused or contributed to by the csk-6130 cannula. Literature reported a 77-year-old male patient with history of sick sinus syndrome and permanent dual chamber pacemaker, coronary artery disease, mild-moderate aortic regurgitation, diastolic heart failure, mild carotid artery stenosis and peripheral vascular disease underwent left atrial posterior wall ablation, via transdiaphragmatic approach. Two years later, patient had worsening shortness of breath, exercise intolerance and occasional chest pain. CT angiogram approximately one year later revealed herniation of a segment of the transverse colon through a pericardial defect. The patient was referred for surgical hernia defect repair, which was performed without complications and resulted in symptom improvement. There was no reported device malfunction, and the adverse event was the result of a procedural complication.

Manufacturer narrative:
(B)(4) the device was not returned for evaluation and a device history review was unable to be completed as the relevant lot number for the device was not reported or able to be subsequently ascertained.